Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that there was a steam pop during ablation, near the end of the procedure. Effusion was confirmed with a soundstar catheter. The patient was hemodynamically stable at this time. The patient's blood pressure then decreased, and intracardiac echocardiography (ice) imaging was used to check the heart. A pericardial effusion was noted. A pericardiocentesis was performed, with 700ml of fluid removed and 600ml returned to the patient. The drain was then removed, the tube was not left in place and the patient was taken to recovery in stable condition. There was no evidence of any effusion present before the procedure. The adverse event was discovered during use of bwi products. Md said there was nothing that he would change about the situation. The patients outcome from the adverse event was reported as fully recovered (no residual effects). Transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. The event occurred during the ablation phase. The flow setting for the irrigated catheter was stsf, 8/15 ml per instructions for use (IFU). No error messages observed on biosense webster equipment during the procedure. Correct catheter settings were selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Parameters for stability for the visitag module was range: 2.5mm, time: 3sec, force over time (fot) 25% over 3g, tag size: 3mm tags. Dashboard, vector, visitag was the force visualization features used. No additional filter used with the visitag. Force time interval (fti) was used.

Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that there was a steam pop during ablation, near the end of the procedure. Effusion was confirmed with a soundstar catheter. The patient was hemodynamically stable at this time. The patient's blood pressure then decreased, and intracardiac echocardiography (ice) imaging was used to check the heart. A pericardial effusion was noted. A pericardiocentesis was performed, with 700ml of fluid removed and 600ml returned to the patient. The drain was then removed, the tube was not left in place and the patient was taken to recovery in stable condition. There was no evidence of any effusion present before the procedure. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).